Manufacturer narrative:
Product implantation is not known. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.

Event description:
On (B) (6) 2010, a male pt was undergoing a hardware removal due to completed fusion. As the surgeon was removing one of the sequoia closure tops pieces of it broke off and fell into the surgical site. All pieces of the closure top were removed, and there was minimal surgical delay and no harm to the pt.